Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The customer reported that they would like to return a pump due to an infection in the pump pocket.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the pump was returned with a 10 inch segment of the original catheter. The returned catheter was not tied or clamped at the distal end. The pump was emptied and approximately 11.5mls of clear particle free fluid was collected from the reservoir. The bolus pathway and attached catheter could be flushed with no resistance. Cloudy pink particle free fluid was collected. There was no evidence of leakage when flushing and pressurizing the bolus pathway and catheter. Leakage was also not found when filling the pump with fluid. The pump was filled with 30mls of bacteriostatic water and placed in a 37 celsius water bath for flow testing. This pump did not flow as received. Flow was restored when increasing the water bath temperature to 60celsius. Slow flow may be associated with partial flow obstruction of the capillary flow path and/or filter material with drug precipitate, however; this was not confirmed. The root cause of "infection" could not be verified in the laboratory. A review of the device history records indicated that this pump met all testing requirements including sterilization cycle during the manufacturing process. We will continue to monitor for this or similar complaints for this product code. At the present time, the complaint is considered closed.